Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt, as well as cuts on the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient was reportedly experiencing performance issues due to the placement of the internal device. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.